Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID 8840. Product type programmer, physician. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was receivedfrom a manufacturer's representative (rep). The rep stated that they happen to be in the hospital with a different patient when they were asked to help stop the patient's pump from beeping. It was stated the end of service started 3 years ago. It was reported that it was unknown if the patient had a managing physician. No further complications were anticipated/reported.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8840, product type: programmer, physician. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer's representative regarding a patient who was receiving 500 mcg/ml baclofen at 50 mcg/day via an implantable infusion pump for an unknown indication for use. It was reported that the patient's pump had alarmed. The pump was interrogated and it read that the pump hit end of service on (B)(6) 2014. The pump logs also showed that the stopped pump period may exceed tube set, there was an empty reservoir, low reservoir, and elective replacement indicator message. The pump was stopped on (B)(6) 2017 to eliminate the pump beeping. The intensive care unit medical staff was told of the end of service date. It was reported that the patient was sent from a nursing home to the hospital. The nursing home reported to the hospital that the patient had an abdominal mass (the pump). A manufacturer's representative was called in to stop the pump from beeping. It was unknown if the issue was resolved at the time of the report. The patient was started on oral baclofen. No surgical intervention occurred and none was planned. The patient status at the time of the report was listed as "alive-no injury." No further complications were anticipated/reported.